Event description:
Information was received that reported a patient was hospitalized in 2006 for hypoglycemia. The reporter stated his blood glucose upon admit was 20mg/dl. The reporter states he has never received any alarms or alerts, no system faults. The reporter states he hasn't made any changes to his pump settings since he was put on a pump 3 years ago, he does not have an md for his pump therapy. The reporter admits programming two meal boluses for 75gms carbs a piece back to back giving himself a total of 30u of insulin and he has been unable to get blood glucose back under control since. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.